Event description:
Postop one day cardiac bypass surgery (triple vessel). Balloon (iab) ruptured, attempts made to reinsert new iab unsuccessful. Also could not remove ruptured iab. Pt clinically unstable prior to iab rupture/fracture. Pt expired approx 2 hrs later.